Event description:
During method correlation between biosite triage cardiac panel against dade rxl myoglobin, reporter encountered a "hook effect" resulting in decreased values on the biosite method. This myoglobin "hooked" back to a normal value using the biosite method versus the dade rxl method. Pt is confirmed to have rhabdomyolysis.